Event description:
A valiant thoracic stent graft was implanted in a patient for the emergent endovascular treatment of an acute thoracic dissection. The proximal start location of the false lumen was at the level of the ostium of the lsa (including 25 mm of aorta below the ostium of the lsa). The location level of the more proximal entry tear was in the aortic section located after the ostium area of the lsa and within the first half of the descending aorta. The extension of the distal extent of false lumen was at the level of the iliac arteries or behind including patient's both side arteries. It was reported that three years post index procedure the patient had renal failure and waiting for a kidney transplant. Investigator assessment states that the event is not related to the study device, possibly/probably related to the study procedure and the disease. No action was taken and the event remains unchanged. The patient will continue to be monitored. No additional clinical sequelae were reported. This device is not marketed in the united states however the device is similar to a device marketed in the united states.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (renal failure); patient's condition affected effectiveness of device (anatomy related; disease and procedure related). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease and procedure related).